Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, l3-l4 posterior lumbar interbody fusion (plif). It was reported that after the screw was placed on the left side, when the right l3 plan was selected, error 11240 occurred and the arm did not move as expected. It was thought to be an effect of 3define, so it was restarted; 3define was performed and registration was attempted, but the arm did not move. The work volume was manually changed, the arm started moving, and registration was performed. A screw was inserted into the right l4 and when the position of the right l3 skin incision was checked, the patient "backs off" and the accuracy shifted. An attempt was made to do the registration again, but error 11240 occurred. The "send surgical arm" was tested in all surgical arm positions, but error 11240 occurred. There was no health damage to the patient and surgical delay was less than one-hour. Additional information was received. It was reported that the patient "backs off" was referring to the patient moving, which led to patient being misaligned and shifted on the bed. Accuracy deviated about 3.5 millimeters (mm) or less. The use of guidance system was discontinued and the procedure was completed using a non-medtronic imaging system.

Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H3, h6) no parts have returned to the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.